Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reports that following intraocular lens (iol) implant surgery, she sees the color blue in the implanted eye. At the consumer's request, the surgeon was not contacted.